Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set fell off events from 21-apr-2024 to 13-may-2024. The infusion set was in use for 24 hours for the issue occurred on 13-may-2024 and for the other two were in use for a day or two. The glucose level was high (specific value was unknown). Relevant treatment received for high blood glucose included correction bolus via pump. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.